Manufacturer narrative:
(B)(4). Instrument a & b: damaged jaws. Instrument b: batch # c9d49c, exp date: 11/11/2011; MFR date: 12/11/2006. Eval summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. During functional testing, the instrument jammed with the jaws closed due to the improper advancement of the clips that did not allow the subsequent clips to be fed. After the trigger was manually assisted the jaw open. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected 4 clips due to the condition of the jaws. However, no jamming issues were noted during analysis. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the devices jammed. They got a new one to complete the procedure. There was no patient consequence.